Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.